Manufacturer narrative:
(B)(4). The lot was manufactured on august 13, 2013 ¿ august 14, 2013. The actual device was received for evaluation. Visual inspection revealed a missing fill port cap. However, since the unit was not returned in its original packaging, the problem could not be verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing tip. This was found before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.